Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels rose above 600 mg/dl while wearing the pod on the abdomen for less than an hour. The patient reportedly attempted to deliver a bolus and noticed the green line on the controller did not fully extend, indicating a delay in insulin delivery. The patient visited their diabetes doctor and was given insulin manually for treatment.

Manufacturer narrative:
The case description states the user experienced a delay in their bolus delivery. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the patient history buffer (phb) data shows the user had no pod connected from (B)(6) until the date of occurrence. Inspection of the android log files show the last bolus delivered occurred on (B)(6). Due to the engineering logs only holding approximately 3 days of storage from data of cloud upload, it could not be confirmed that this bolus delivered successfully. The log files show no bolus being programmed on the date of occurrence. The phb shows the user had no cgm connected for the entire pod run on the date of occurrence. The pod was able to correctly deliver the user's basal program while in manual mode. The system was determined to function as intended.